Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to feelings/normal blood glucose results. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the morning of (B)(6) 2012. The patient reported obtaining blood glucose results of "269 and 294 mg/dl" with the subject meter. The patient reported managing his diabetes with metformin (850 mg) and glipizide (10 mg). The patient said that he continued his normal diabetes management despite the alleged issue starting. The patient denied developing symptoms as a result of the alleged issue. However, the patient told the cca that on the evening of (B)(6) 2012 his blood glucose was tested on an emergency room meter and a result of "260 mg/dl" was obtained. The patient claimed that he was treated with "IV glucose" around 6 p.m. While he was at the emergency room on (B)(6) 2012. During troubleshooting the cca confirmed the patient was using unexpired test strips and that the subject meter was set to the correct unit of measurement. This cca documented that the patient performed a control solution test that reportedly passed during troubleshooting. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported being treated with "IV glucose" in the emergency room, which does not correlate with the blood glucose results obtained on the subject meter or emergency room meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.